Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: a review of the black box data showed multiple unexplained reboots. The pump was returned with a cracked battery compartment with evidence of moisture corrosion in the compartment. No damage was found to the returned battery cap; the cap was able to secure to the pump with no power loss. The pump was exercised for 24 hours with no intermittent power issues or reboots. The pump failed a leak test due to the battery compartment crack. The pump cover was opened and evidence of moisture was found on the printed circuit board and the battery canister. Unrelated to the complaint, the display screen was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.